Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-aug-2023. H6: investigation summary: six open 32g x 4mm pen needle samples and four photos were returned from lot. No. 2236171, cat. No 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample. A clog test was carried out on the five returned samples and no issues were observed. As all confirmed samples were returned open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The patient complained that the needle clogged when using the product. Several others complained of the same event.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The patient complained that the needle clogged when using the product. Several others complained of the same event.